Manufacturer narrative:
Date of submission (B)(4) 2018 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2018 with the following findings: review of the pump history and black box data revealed the basal change history and total daily doses history showed an anomaly as a result of the date not being set correctly by the user and after unexplained power on reset event on (B)(6) 2017 at 05:29. This issue was determined to be user-induced as the user set the date to (B)(6) 2018 at 05:34. Due to the incorrect date setting, the basal change and total daily dose history appear to be inaccurate. On investigation, the pump was powered on and exercised for 24 hours. At the conclusion of the exercise, the basal history and total daily dose history showed the correct amount delivered. Investigation did not duplicate the complaint. Unrelated to the original complaint, the display screen was noted to be dim/discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a history/settings (history/settings issue) issue; the basal history does not match the active basal program. Troubleshooting determined all programming was inputted correctly. There was no indication the product caused or contributed to and adverse event. This issue is being reported as an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.